Event description:
The customer reported that during a training session, the unit generated a "maintenance required code #2" (drive transducer offset failure) and an "autofill failure" alarms. No patient was involved.

Manufacturer narrative:
The company rep replaced the drive manifold assembly (part number 0104-00-0018). The company rep performed functional tests and leakage tests. The unit met factory specifications and was returned to the customer. (B)(4).